Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for routine follow up, high capture threshold was observed on right ventricular lead. The physician opted to make programming changes rather than scheduling a lead revision or replacement. The patient did not report any symptoms or adverse effects.